Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic inspection of the outer and inner lumen identified a pinhole leak 10.3cm from the distal tip resulting from a puncture in the inner and outer lumen. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Bumper tip showed no signs of distal tip damage. Functional testing was unable to inflate the device due to the pinhole damage in the distal shaft.

Event description:
Reportable based on device analysis completed on 28jan2025. It was reported that the balloon could not be dilated. A 10mm x 3.50mm wolverine cutting balloon monorail was selected for use in the right coronary artery. During the procedure, when using the cutting balloon, the balloon could not be dilated after the guidewire crossed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good post procedure. However, device analysis revealed that a pinhole leak of 10.3cm from the distal tip resulting from a puncture in the inner and outer lumen was noted.